Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd882241 with no exceptions observed related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of a dropped mini-cap on a towel and peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient used a mini-cap after it dropped on a towel during therapy set up. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the events. Treatment provided for the events was not reported. At the time of this report, the patient was recovering from the event of peritonitis. The outcome for the dropped mini-cap on towel was not reported. Dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies were ongoing. An opinion of causality was not provided.